Event description:
It was reported by the customer that a pyxis medstation es system fridge was unable to open door. Customer stated that the user was unable to take items from fridge, it causing a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was unable to open the door. A field service engineer stated that the customer verified this issue was no longer occurring. The system functioned as intended after field service engineer troubleshooted the device.